Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: a local staff member visited the hospital to carry out a routine inspection of the c1. He was concerned because he knew that a leak had occurred from a capacitor on the control board of hainan hospital c1, so he decided to visually check the control board. As a result, he realised that the capacitor on this c1 control board was leaking liquid. No patient involvement.